Manufacturer narrative:
Examination of the returned device confirms the reported event of tab breakage. The returned device was forwarded to depuy material science for evaluation (B)(4). A complaint database search on the provided product code identified similar reports which were attributed to product wear out and or misuse. The driver was cyclically loaded beyond the material limit resulting in a high stress low cycle fatigue crack initiation then quickly overload fractured due to mixed mode of ductile and brittle overload of the material. No evidence of material or metallurgical defects was observed that could contribute to the failure of these components. Based on the performed investigation, corrective action is not needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Tabs broke

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.